Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061727) in united states on 06-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer stated that she had essure inserted in 2012 (discrepant information). On an unspecified date, hsg was done and showed tubes were blocked. Within 3 months after test she started experiencing pain, migraines, she was not able to sleep and could not move, numbness, memory loss and period every 2 weeks even with birth control. She was told it was menopause in her 30's. On (B)(6) 2016, she had hysterectomy and it was found that her tubes were not blocked and there was damage to her tubes beyond scar tissue. Injuries (serious important medical events, hospitalization, life threatening ) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous and non-medically confirmed case report, received via regulatory authority, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event, seen as pelvic pain, is listed in the reference safety information for essure. Considering uncharacterized, abdominal and pelvic pain may occur during essure use, causality with suspect insert cannot be excluded and since an intervention was required (hysterectomy), this case is regarded as incident. Other non-serious events were informed. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.